Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) was performed on a pt (age and gender unk). During an hcc procedure. The rfa procedure performed percutaneously on the pt's liver in a four phased deployment. The complainant reported that the clinician employed a metal attachment during this procedure. In the first ablation the device was somewhat deployed with the ablation being performed at 20w for 20 seconds. During the second ablation the device was one fourth deployed and the ablation was performed at 30w for 30 seconds. During the third ablation the device was half deployed and the ablation was performed at 30w for 60 seconds. In the final and fourth ablation the device was fully deployed and the ablation was performed at 40w, but was cancelled after 290 seconds. The total ablation time was 6 minutes and 40 seconds. The procedure was cancelled during the fourth deployment because of bursting sound was heard. Resistance was felt upon removal of the device. The clinician then observed that the pt had susatined a second degree 3 cm circular burn which occurred on the dermis of the pt's flank. The burn exhibited redness and blistering which was treated with an application of betamethasone sodium phosphate. There was no indication of any add'l adverse affect on the pt as a result of the reported malfunction.